Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that after the vela ventilator is turned on, the displayed waveforms show vibrations in measured airflow, then after several delivered breaths, the ventilator alarms "vent inop". The customer stated that there was no patient involvement.